Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient who is post-surgery. Technical services (ts) reviewed the data and found the pacemaker recorded two signal artifact monitor (sam) episodes and one rythmiq episode along with atrial and ventricular arrythmias. It was noted that the minute ventilation (mv) sensor was automatically disabled. Upon further review, ts noted these are false episodes due to electrocautery being used during surgery which correlates with the time of the episodes. The presenting electrogram (egm) shows the device operating as programmed. At this time, the device remains in service. No adverse patient effects were reported.